Event description:
It was reported that during a routine follow-up visit the interrogation showed there had been an atrial lead warning, a decrease in atrial impedance, and high and low impedances. The physician decided to change the sensing/pacing to unipolar, decrease the sensibility and have the patient come in for an earlier follow-up visit. It was further noted that the patient did not need atrial pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.